Event description:
The technician alleged the head side rail not latching. No injuries reported.

Manufacturer narrative:
The technician found there was a missing spring in the side rail locking mechanism. The technician replaced the spring on the side rail locking mechanism to resolve the issue.